Manufacturer narrative:
The field service representative (fsr) downloaded the system logs, 24-hour logs, gas system logs and the centrifugal system logs. During inspection, the fsr was unable to duplicate the reported issue. The epgs passed calibration but after further troubleshooting, the fsr discovered that the "miscellaneous gas error" event ID code 190004 was being generated. The epgs (oxygen (o2) sensor not calibrating) issue may be intermittent, as per the manufacturers specifications, the epgs was scheduled to be replaced in (B)(6) 2014. The fsr removed the old epgs and installed a new epgs. The o2 percent hours was reset to zero (0). Corrective maintenance/inspection on the epgs was completed successfully. The epgs installed is within manufacturer specifications and ready for clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) won't maintain calibration. They are still able to calibrate and use but it comes out of calibration and constantly needs to be recalibrated. There was a small delay in the procedure. The biomed can not quantify how long, and he also did not know who specifically experienced this problem. The device was not changed out, as they recalibrated and proceeded with procedure. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient.